Manufacturer narrative:
February qc charts provided by the customer show a shift low and imprecision for the entire month. A field service engineer (fse) was dispatched: the fse replaced multiple parts, but this did not resolve the problem. The fse ordered fresh reagent and calibrator and the instrument performs acceptably. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low digoxin (dign) results generated by the synchron lx20 clinical system. The results were reported out of the lab. The samples were re-tested and higher results were obtained. Amended reports were issued. Unknown if treatment was initiated or withheld based upon the false low results.